Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain especially around ovulation and menstruation'), menorrhagia ('severe menstrual bleeding'), genital haemorrhage ('bleeding'), weight increased ('consistently gained pounds since essure placement'), migraine ('migraines'), dysgeusia ('constant metallic taste in my mouth'), arthralgia ('right hip, leg and knee joint pain'), abdominal distension ('bloating of abdomen causing me to look 6 months pregnant'), alopecia ('major hair loss'), fatigue ('excessive tiredness'), feeling abnormal ('excessive brain fog'), disturbance in attention ('loss of concentration'), peripheral swelling ('swelling water retention of hands and feet'), back pain ('low back pain almost daily'), diarrhoea ('diarrhea after every meal'), dyspepsia ('stomach cramps after evey meal, increased my cramps every month') and impaired work ability ('missed work days') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included sleeve gastrectomy in 2011, allergic urticaria, allergic reaction to antibiotics, multigravida, parity 4, pelvic pain female, uterine fibroids, morbid obesity and cystoscopy. Previously administered products included for an unreported indication: depo provera. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), menorrhagia (seriousness criteria disability, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine (seriousness criterion disability), dysgeusia (seriousness criterion disability) and dyspepsia (seriousness criterion disability), was found to have weight increased (seriousness criterion disability) and experienced arthralgia (seriousness criterion disability), abdominal distension (seriousness criterion disability), alopecia (seriousness criterion disability), fatigue (seriousness criterion disability), feeling abnormal (seriousness criterion disability), disturbance in attention (seriousness criterion disability), peripheral swelling (seriousness criterion disability), back pain (seriousness criterion disability), diarrhoea (seriousness criterion disability) and impaired work ability (seriousness criterion disability). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and I had the ablation/endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, weight increased, migraine, dysgeusia and dyspepsia outcome was unknown and the arthralgia, abdominal distension, alopecia, fatigue, feeling abnormal, disturbance in attention, peripheral swelling, back pain, diarrhoea and impaired work ability outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, back pain, diarrhoea, disturbance in attention, dysgeusia, dyspepsia, fatigue, feeling abnormal, genital haemorrhage, impaired work ability, menorrhagia, migraine, pelvic pain, peripheral swelling and weight increased to be related to essure. The reporter commented: left side: the gold band was visible, but the coils were not visible. Right side: the device was easily placed in that ube and released with 3 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: satisfactory appearance of the essure pparatus bilaterally. Quality-safety evaluation of ptc: medical assessment: the reported medical events are not indicative of a quality deficit per se. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. At the time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿ . In summary, based on the available information there is no reason to suspect quality defect. Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in dev@com.¿ FDA evaluation codes method: 3323 ¿ no testing methods performed. Results: 3221 ¿ no results available since no evaluation performed. Conclusions: 67 ¿ unable to confirm complaint. 92 ¿ device not returned. Most recent follow-up information incorporated above includes: on 12-apr-2021: medical record received: medical history, lab data, reporter information, rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032282) on 17-dec-2013. The most recent information was received on 01-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain especially around ovulation and menstruation'), menorrhagia ('severe menstrual bleeding'), genital haemorrhage ('bleeding'), weight increased ('consistently gained pounds since essure placement'), migraine ('migraines'), dysgeusia ('constant metallic taste in my mouth'), arthralgia ('right hip, leg and knee joint pain'), abdominal distension ('bloating of abdomen causing me to look 6 months pregnant'), alopecia ('major hair loss'), fatigue ('excessive tiredness'), feeling abnormal ('excessive brain fog'), disturbance in attention ('loss of concentration'), peripheral swelling ('swelling water retention of hands and feet'), back pain ('low back pain almost daily'), diarrhoea ('diarrhea after every meal'), abdominal pain upper ('stomach cramps after every meal, increased my cramps every month') and impaired work ability ('missed work days') in a female patient who had essure inserted. The patient's medical history included sleeve gastrectomy in 2011. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), menorrhagia (seriousness criteria disability, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine (seriousness criterion disability), dysgeusia (seriousness criterion disability) and abdominal pain upper (seriousness criterion disability), was found to have weight increased (seriousness criterion disability) and experienced arthralgia (seriousness criterion disability), abdominal distension (seriousness criterion disability), alopecia (seriousness criterion disability), fatigue (seriousness criterion disability), feeling abnormal (seriousness criterion disability), disturbance in attention (seriousness criterion disability), peripheral swelling (seriousness criterion disability), back pain (seriousness criterion disability), diarrhoea (seriousness criterion disability) and impaired work ability (seriousness criterion disability). The patient was treated with surgery (I had my hysteroctomy and I had the ablation). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, weight increased, migraine, dysgeusia and abdominal pain upper outcome was unknown and the arthralgia, abdominal distension, alopecia, fatigue, feeling abnormal, disturbance in attention, peripheral swelling, back pain, diarrhoea and impaired work ability outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, alopecia, arthralgia, back pain, diarrhoea, disturbance in attention, dysgeusia, fatigue, feeling abnormal, genital haemorrhage, impaired work ability, menorrhagia, migraine, pelvic pain, peripheral swelling and weight increased to be related to essure. Quality-safety evaluation of ptc: medical assessment: the reported medical events are not indicative of a quality deficit per se. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. At the time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿ . In summary, based on the available information there is no reason to suspect quality defect. Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), ¿processing essure cases in (B)(6).¿ most recent follow-up information incorporated above includes: on 1-oct-2019: social media received reporter information was added. New event added genital bleeding. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.